Manufacturer narrative:
Reason for reoperation: "deflation".

Event description:
Patient reported right side deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rippling" and "possible rupture." Manufacturer of the device is unknown. Device remains implanted.